Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. The button error alarmed after boot up and intermittent button response on the escape and act buttons due to flattened dome switch. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.